Event description:
A falsely elevated ccnti result of 14.0 ng/ml was obtained on a whole blood pt sample. The physician questioned the result because the clinical status did not correlate with an mi. The original sample was sent to the main lab for retest. The main lab recentrifuged the specimen, tested it by an alternate analyzer (eci), and a result of 0.2 ng/ml was obtained. The respun specimen was then retested by the original lab, a result of 0.3 ng/ml was obtained, and the pt report was corrected. Pt treatment was not prescribed or altered as a result of the falsely elevated ctni result. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data did not identify a device failure. Analysis of sample data indicates a sample integrity issue.